Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Customer was able to successfully resume insulin delivery. Customer had low blood glucose (bg) levels (44 mg/dl). Reportedly, low bg levels were due to addressing a bg level via manual injections. Customer ate carbohydrates to address low bg levels.